Event description:
Physician reported left capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Corrected data: g.3. Aware date in supplemental medwatch #3 should have been listed as 7/9/2025 instead of 2024.

Event description:
Physician reported left capsular contracture baker grade iii. Device has been explanted.

Event description:
Physician reported left capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b.

Manufacturer narrative:
Device evaluation: the device is related to the reported event capsular contracture received on january 25, 2023, with lot number 3179659. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported left capsular contracture baker grade iii. Device remains implanted.